Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the retention sample evaluation results. Results/conclusions are based on the retention samples evaluated; are based on a retention sample evaluated. The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation is based upon the user facility information and the evaluation of the retention sample from reported lot as well as the surrounding lots. A visual examination of the retention samples confirmed there were no visual defects. Functional testing on all samples confirmed leakage in one retention sample. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A review of the complaint files confirmed that this lot has not been reported previously. Based on the investigation results, the retention sample failing the leak test supports the claim that the complaint sample leaked. Although the exact cause of the reported event cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: the device was leaking from the hub through the valve of the sheath during the procedure; blood loss was less than 250ml; the procedure was completed successfully; and there was no patient issues.

Manufacturer narrative:
The device is not available for evaluation and the investigation has yet to be completed. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. The investigation is yet to be completed. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00129 to provide a status update.